Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported by a zoll sales representative that the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message. The platform did not attempt to size down. The lifeband was inspected without any issues. Multiple lifebands were used but the advisory message did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 12/28/2015. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection: a visual inspection of the returned autopulse platform was performed and found no physical damage was noted. Archive review: a review of the platform was performed and numerous user advisories (ua) 16 (timeout moving to take-up position) messages were observed between (B)(6) 2015. The archive also showed that the platform was not used or powered up for two to four months. Note that the unit was not used on reported event date of (B)(6) 2015. Functional test: during functional testing "ua16" was observed upon power up. Further investigation found the brake gap had seized cause the reported ua 16. The brake gap was freed and cleaned with alcohol to remedy the problem. Additionally, the platform also exhibit ua 17 (max motor on time exceeded during active operation) and ua 27 (encoder fault)during testing. The root cause for ua17 was a defective drive train and for ua 27 was a defective integrated encoder gearbox. After these parts were replaced, the platform was run for 5 minutes with lrtf (large resuscitation test fixture equivalent to 250 lbs patient) with encountering any problems. In summary, the customer's reported complaint of autopulse displaying ua 16, was confirmed during archive review and functional testing. The root cause for ua 16 was due to the brake gap seizing up. Freeing and cleaning the brake remedied the ua 16. Additionally, ua 17 was remedied by replacing the drivetrain and ua 27 by replacing the integrated encoder gearbox. The platform passed all final testing criteria.